Event description:
Customer requested an event log review for an over infusion. It is believed that a nurse set the pump to infuse too quickly. Programming details were reported as follows: medication: glucamine. Programming: vtbi = 200ml at 200ml/hr. There was no patient harm associated with this event and there was no report of medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Method - no available code for data/log review. At the customer's request, a log review was conducted for a reported over infusion. According to the logs, at 7:25am on the day of the reported event, an infusion of glucagon was programmed using guardrails. The entered drug amount was 2mg, diluent volume 200 ml and dose 2 mg/hr. The calculated rate was 200 ml/hr based on the entered parameters. At 8:19am, the user changed the dose to 4 mg/hr. Based on this change, the rate automatically recalculated to 400 ml/hr. And the remaining 25 ml of the vtbi infused at 400 ml/hr. The root cause of the reported over infusion was a change in the programmed dose, which caused the rate to recalculate from 200 ml/hr to 400 ml/hr.